Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pace/sense impedance on the right ventricular lead was fluctuating. The patient was taken in for a revision and when the lead was tugged on it came out of the header of the device without loosening the set screw. The impedance was fluctuating because the lead was not secured in the header. The connection was fixed and the lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pace/sense impedance on the right ventricular lead was fluctuating. The patient was taken in for a revision and when the lead was tugged on it came out of the header of the device without loosening the set screw. The impedance was fluctuating because the lead was not secured in the header. The connection was fixed and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.